Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7 yrs ago. Aneurysm and vessel morphology were not reported. It was reported by another MFR that six yrs post stent graft implant, the pt underwent a reintervention due to a proximal type I endoleak. Another MFR's stent graft extender was implanted and resolved the proximal type I endoleak. It was reported one year later, the pt presented to another hospital with a ruptured aneurysm. The pt was air evacuated to implanting hospital and a computed tomography angiogram (cta) was performed and confirmed a ruptured aneurysm. An aorto-uniiliac and fem bypass were performed with another MFR's stent graft. No additional clinical sequelae were reported.

Manufacturer narrative:
Secondary intervention. Eval results - (endoleak, ruptured aneurysm). (Lack of info).